Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient underwent primary breast augmentation surgery. Patient is apart of the glow study. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Additional information was received on june 3, 2024. The patient does not desire implant replacement post explant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Note: patient¿s date of birth is (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation with a mentor memoryshape breast implant 375cc and suffered from patient dissatisfaction with procedure outcome. As a result, the patient had undergone removal without replacement on (B)(6) 2019. This medwatch is for the left breast implant.